Event description:
Distributor sales representative reported an incident where "at inserting the insertion cannula, the doctor noticed that the mandrin in this cannula suddenly was pushed inside the lumen of insertion cannula. After analysis of the insertion cannula it was concluded that the "innertube" of the insertion cannula could move in the outer tube of the insertion cannula. As a result the mandrin "disappeared" inside the thicker part of the insertion cannula. It could not be verified how much the inner tube of the insertion cannula was deeper than intended. The problem was corrected and the cannula was used as such; no spare cannula available." There was no pt impact as a result of this incident.

Manufacturer narrative:
The product was returned to fhc for evaluation, which revealed insufficient adhesive on the tubes. Due to the potential for pt injury from this error, a corrective customer communication will be sent to all microtargeting drive users with instructions for a pre-use check of the tubes. A follow-up report will be submitted with the correction and removal reporting number, when assigned.